Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Received via medwatch (mw5075170): failure - massive bone, loosening tibia and femur. Total knee replacement. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00161.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx010z / as vega ps femoral comp.cemented f4l; nn261z / as tibial obturator d12mm; nx111 / vega ps gliding surface t1/1+ 12mm; nn482 / columbus patella 3-pegs p2 30x8mm. Brand name:as vega ps femoral comp.cemented f4l. Common device name:femur implants vega system. Model and catalog #: nx010z.

Event description:
Components in use listed as concomitant devices are: nx010z / as vega ps femoral comp.cemented f4l. Nn261z / as tibial obturator d12mm. Nx111 / vega ps gliding surface t1/1+ 12mm. Nn482 / columbus patella 3-pegs p2 30x8mm.

Event description:
Components in use listed as concomitant devices are: nx010z / as vega ps femoral comp. Cemented f4l, nn261z / as tibial obturator d12mm, nx111 / vega ps gliding surface t1/1+ 12mm, nn482 / columbus patella 3-pegs p2 30x8mm.

Manufacturer narrative:
Additional information provided: event: components in use listed as concomitant devices are: nx010z / as vega ps femoral comp. Cemented f4l, nn261z / as tibial obturator d12mm, nx111 / vega ps gliding surface t1/1+ 12mm, nn482 / columbus patella 3-pegs p2 30x8mm. Brand name:as vega ps femoral comp. Cemented f4l. Common device name:femur implants vega system. Model and catalog#: nx010z.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all other lot numbers (51901294, 52061806, 52125763, 52086763) and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately, due to a lack of data and without the product we can not determine the exact cause. Corrective action: product safety case (B)(4), any action regarding CAPA will be addressed with this case.